Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient performed a manual drain at the end of therapy and drained 3000 ml. The patient has a prescribed fill volume of 1500 ml, and a last fill volume of 500 ml. Review of the patient¿s treatment records show that during cycle one the patient drained 5148 ml, which is 341% of the patient¿s fill volume of 1508 ml, and during cycle two the patient drained 4996 ml, which is 331% of the patient¿s fill volume of 1508 ml. The manual drain of 3000 ml is 199% of the patient¿s fill volume of 1508 ml. The pdrn stated that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient continued pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The reported complaint symptom iipv (dv > 200% of fv) was not confirmed. An external and internal visual inspection was performed with no physical damage or discrepancies noted. A loose pressure tubing was reconnected to the pressure transducer on the control board. A simulated treatment was performed and completed without failure. The cycler weighed fill volume values were within tolerance. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.